Manufacturer narrative:
(B)(4). Updated: b4, b5, d4 (UDI), e1, g4, h1, h2, h3, h6, and h10 reported event was considered confirmed as the x-rays noted the glenoid component of the scapula is suboptimally characterized secondary to superimposition of hardware-related to the humeral head. No other issues were noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00434903700, dual taper insert, lot # 63342725. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00322. Revision hasn't occured yet.

Event description:
It was reported that this is the patient's second revision that will occur on an unknown date due to pain and loss of function. No additional information is available at this time.